Manufacturer narrative:
On 10/30/2019, correction: section h10 corrected data was erroneously not checked for two previous 3500a supplemental reports. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/29/2019, conclusion: conclusion not yet available (11) code was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, correction was made: the pain code was put back bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, the statement was erroneously put into the correction data: correction was made : the pain code was put back bilaterally. Pain code is still applicable. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, it was discovered that on (B)(6) 2019 incorrect statement was reported: on 10/29/2019, conclusion: conclusion not yet available (11) code was removed. On 10/29/2019, conclusion: conclusion not yet available (11) code was removed. On 10/31/2019, correction was made: the pain code was put back bilaterally. The correct conclusion codes are applicable: known inherent risk of device and cause not established manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2019, correction was made: the pain code was removed bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast augmentation primary with a mentor memorygel breast implant 600cc and experienced bilateral rupture. Patient had chest pain symptoms and went to ER they performed CT scan. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the left breast implant.